Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the patient was not losing stimulation or therapy and was doing fine. The patient was seen in (B)(6) 2016 and the impedances were all normal. However, on (B)(6) 2016 electrode combinations of 0 <(>&<)> 2, 1 <(>&<)> 2, and 2 <(>&<)> 3 were greater than 40,000 ohms. There were no related falls or trauma. The healthcare provider (hcp) left the patient on the same setting with no changes. The hcp planned to turn the patient down to 0 volts at his next visit, but this was not scheduled. X-rays were performed the following day and the patient had an appointment scheduled with a neurosurgeon. The cause of the high impedances and if they resolved was unknown. The patient¿s indication(s) for use were essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.